Event description:
The pt reported that the buttons were sticking on keypad and was not responding properly to button presses. The reporter denies physical damage to keypad or exposure to moisture.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.